Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient mentioned when they were recharge their ins they saw in the controller it was finished even though it was only at 70%. They mentioned it took them 5-7 times just to find the ins. They wanted to reprogram their ins. Troubleshooting was unable to be performed as the components are not available during the call. The patient will call back once their components are available. The patient was redirected to their healthcare provider and provided nas number to set up a medtronic rep appointment. Information was received from a patient regarding an implantable neurostimulator. Patient did not have the external devices with them. The reason for call was patient reported the devices are acting up when recharging the implant for probably 4-5 months. Patient stated the controller will show finished when the implanted neurostimulators is at 60% and the recharger will not find the implant when the paddle is right on top of the implant. Patient stated they met with their rep yesterday and was told to call for rtm and controller replacement. Patient asked about airport security, using red light therapy, infrared light therapy. Agent consulted with technical services (ts) and reviewed compatibility information. Agent reviewed guidelines for security gates. Agent reviewed information is available in the patient manual. Agent asked patient to connect with the external devices and patient said they did not have the equipment with them. Patient service reviewed device function and recommend patient call patient service with the equipment for troubleshooting. The issue was not resolved. Additional information was received from the patient. Patient called back and was told by their representative to call for replacement equipment. Agent reviewed information. During the call patient reset the controller. There were no damages on the recharger. Patient plugged the recharger and got excellent. Controller and implant were both at 50%. Agent redirected patient to their hcp to address the issue. Additional information was received from the patient. The patient said they talked to customer service but noted they needed to call back when they had their external equipment in hand, so the issue was not resolved. Patient called back and mentioned they met with their representative and the representative told them to call to replace the controller and recharger. Patient was getting a completed screen at 40% when charging the implant. During the call patient got excellent. Controller was at 90% and implant was at 70%. Agent reviewed with patient to lock the controller to prevent getting a finished screen and accidentally stopping the charge. Agent got back to the call and controller was at 80% and implant was at 90%. Agent attempted to redirect the patient to their hcp again and patient started getting escalated. Patient mentioned there was no rhyme or reason on why they would get stuck on their screen with a finished message at 50%, 40%, or 30%. Sometimes the implant charged fast and sometimes the implant charged slow. Patient also couldn't find the implant for 15 to 20 minutes. Patient mentioned their implant was shallower in their back with a lot less fat around it. Agent reiterated to the patient that weight changes could affect their implant area which was most likely why they had difficulty charging the implant redirected the patient to their hcp again. Patient was still concerned and requested for a controller and recharger. Agent redirected patient to their hcp again if the replacement recharger did not resolve the issue. Agent closed case. Patient couldn't determined what was the old recharger. They wanted to send back the old one but got confused with the new recharger. Agent reviewed the serial number of the old recharger.